Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the jaws would no longer open after being applied to tissue. The surgeon used a second device to cut around the jaws and remove the first device. There was no add'l tissue loss, blood loss, or pt injury.